Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was gastrointestinal infection and urinary tract infection. The patient was recovering from peritonitis. The patient was treated with an injection of amikacin 250 milligram (mg) and 125mg once daily (route not reported) and an injection of vancomycin 1gram (route not reported) for peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.